Event description:
A customer reported a malfunction alarm, identified as malf 9, with a cartridge alarm occurring during an attempted reset. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur, and the customer was advised to continue using the pump but instructed to call back if the issue happened again, which the customer understood.